Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.